Manufacturer narrative:
Results - visual inspection of the returned product found the lens torn into three pieces, with pieces torn off and missing. There were scratches and tears on the lens optic and haptics. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +20.5 diopter, and noted a scratch on the lens. The incision was enlarged slightly to remove the lens within the same surgery and the backup lens was implanted. The lens was also cut to remove from the eye. The reporter stated it was unknown if sutures were required. The reporter stated the most likely cause of the event was due to a loading error.